Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high defib impedance. Programming changes were suggested. No intervention was performed and the patient will be further monitored. There were no patient consequences.